Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported the lifevest makes her itch and has red marks on her back where the therapy electrode pads lay against her skin. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician recommended a water based moisturizer. Follow up indicated that the rash hasn't gotten worse.